Event description:
The surgeon performed a partial knee arthroplasty procedure on (B)(6) 2012, using the robotic arm interactive orthopedic system (rio). While burring the femur, the burr cut a groove too deeply, estimated to be about 3 mm deep. The surgeon stopped the burr to prevent further bone removal, and then continued with the case. Rio and femoral accuracy were checked and deemed accurate.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation is being performed at mako surgical with regards to the robotic arm interactive orthopedic (rio). The investigation is currently ongoing with results pending completion of the investigation. A subsequent MDR will be submitted if results demonstrate that root cause of the event is due to a mako device.